Manufacturer narrative:
The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
On (B)(6) 2026, a customer contacted technical service to report that procedural stretcher frame (product code p8000h003102, serial number (B)(6), had brakes not holding. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found four casters needed to be replaced. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in nov 18, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. Per the baxter service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Check the brakes to see whether the bed moves when the brakes are set. Replace parts or adjust the system if necessary. The technician replaced four casters to resolve the reported event. Based on this information, no further action is required.